Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure unrelated to the pacemaker. After the procedure, pacemaker interrogation revealed the the device had an alert for eri. The device was reset to resolve the issue. Patient was stable throughout event.